Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was defective, only a quarter of the image was displayed on the subject device when a fixed lens was connected and there was an offset in the image displayed on the monitor. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has white dots and there is disconnection in the camera unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has white dots, due to disconnection in the camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.